Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient had an attune knee put in 18 mos prior. Surgeon was revising due to instability (mid flexion). Doctor trialed with different poly sized and was not able to find stability without compromising another issue of stability. All components were removed. When removing the tibia after anterior cement mantle was broken tibia came loose. Doctor is noting as loose tibial component and delamination of cement/implant interface. Cement manufacturer unknown. Doi: 18 months prior; dor: (B)(6) 2018; right knee.